Event description:
Percutaneous transluminal coronary angioplasty (ptca) balloon shaft broke after loaded. This occurred outside patient's body. Manufacturer response for abbott, (B)(4) trek balloon (per site reporter). Pending.